Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, missing end cap sticker and cracked case near display window corners during visual inspection. No button response and button error alarm was received due to corroded keypad traces. No moisture damage was noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 78 mg/dl. The customer stated that the button error alarm cannot clear. The customer stated that she wore the pump against her skin and was sweating. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.